Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator analyzer gave a reading of more than 51 joules at 50 joules charge. There was no patient involvement.